Event description:
It was reported that the lead exhibited high capture thresholds. The lead was explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.